Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, when the physician attempted to deploy the stent, the handle broke and the stent failed to deploy. The physician removed the stent system from the patient. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine". Based on the device analysis, which found that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was fully mounted. The inner lumen and tip were withdrawn proximally into the outer sheath. It was noted that the handle had not detached from the outer sheath. The outer sheath was accordioned distal to the distal handle and the stainless steel shaft was bent. During a functional analysis, when an attempt was made to retract the distal handle in order to deploy the stent, resistance was met and the outer sheath broke 2 mm distal to the distal handle. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Although the reported event of stent failed to deploy was confirmed, a definitive root cause for the ptfe detachment could not be determined at this time. Therefore, the most probable root cause is undeterminable.